Event description:
It was reported that during use with 2 lots of bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. There was no report of patient information or impact. The following information was provided by the initial reporter: staff member sent email "these catheters are not retracting back." Used on patient: yes.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3013006. D.4. Medical device expiration date: 31-dec-2025. H.4. Device manufacture date: 19-jan-2023. D.4. Medical device lot #: 3024403. D.4. Medical device expiration date: 31-jan-2026. H.4. Device manufacture date: 30-jan-2023. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-aug-2023. H6: investigation summary : our quality engineer inspected the representative samples submitted for evaluation. Bd received 17 sealed 24gx0.75in insyte autoguard devices from lot number 3024403 and (B)(4). Units from lot number 3013006. A sampling of (B)(4). Units were functionally tested from lot number 3013006. The (B)(4). Units were randomly pulled out and were tested for needle retraction failure. Each unit was removed from its sealed packaging, tip adhesion performed, and the safety button pushed. This exercise was repeated with the 17 units of lot 3024403. All units retracted properly. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of these batches. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that during use with 2 lots of bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. There was no report of patient information or impact. The following information was provided by the initial reporter: staff member sent email "these catheters are not retracting back." Used on patient: yes.